Event description:
It was reported that the insulin pump over-delivered bolus amount. Customer stated that he watched his blood glucose level and ate lots of carbohydrates. The blood glucose was high later. Customer changed the reservoir and delivered another bolus, he noticed that a lot of the insulin was gone. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.